Event description:
This report summarizes one malfunction event. A review of the events indicated that model e4115 enspire system allegedly failed to calibrate and experienced unintended movement. This report was received from one sources. There was no patient involvement for this event.